Event description:
Through implant patient registry it was learned that a 23mm 3000tfx valve in the aortic position, was explanted after an implant duration of 9 years, 2 months due to calcification, severe stenosis, regurgitation, and degeneration. The patient presented with heart failure. The explanted valve was replaced with a 21mm non-edwards valve. Per medical records, the patient underwent redo-avr with a 21mm non-edwards valve. Intraoperatively, the leaflets were extremely calcified and immobile. Pathology report showed extensive calcification and degenerative changes.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld) and coronary artery disease (cad).

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 3000tfx valve in the aortic position, was explanted after an implant duration of 9 years, 2 months due to degeneration. The explanted valve was replaced with a 21mm non-edwards valve.